Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "primary surgery was performed on (B)(6) 2017. The screw inserted into the t2gtn was broken. Revision surgery was performed (B)(6) 2025. The implants previously inserted were removed and transferred to bha. During screw removal, fracture to the cortical bone of the fragment was confirmed.".